Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. The output connector assembly was replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.